Event description:
The patient experienced a blood glucose (bg) level of 28 mmol/l (504 mg/dl) while wearing the pod on the abdomen for 48 hours. The patient felt the cannula being inserted into the skin, it later dislodged, contributing to high bg levels and subsequently required medical assistance for diabetic ketoacidosis. Upon removal of the pod, a small skin irritation was noted. Insulin leaking during wear was also reported. Information regarding the medical treatment administered and the details of the medical assistance was not available at the time of the reporting. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
B5 and h6 were additional information.

Event description:
Additional information was received on 31oct2025. Patient reported changing to a new pod prior to going to the hospital, however, the hospital requested removal of the pod to administer insulin treatment. The patient described symptoms including vomiting, excessive thirst, rapid heartbeat and feeling very hot. Hospital treatment included insulin administration, potassium and what the patient believes was dextrosaline, until ketone levels and blood glucose normalized. No information regarding length of stay was provided, and no further details were available.